Event description:
During an atrial fibrillation procedure, after the sheath was inserted into the patient and air aspiration was performed from the side port, it was found that air was aspirated from the hemostatic valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.